Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic surgery, the stapler could not be fired. A new cartridge was used to resolve the issue. There was no patient injury.